Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon to treat a colonic obstruction during a colonoscopy procedure performed on (B)(6) 2025. The patient's anatomy was tight or tortuous prior to stent placement. During the procedure, the stent failed to expand inside the patient. The stent was unable to be retrieved safely. Therefore, the physician left the stent in place as it posed less risk to the patient than to remove it. The procedure was then completed by implanting another stent of the same model. There were no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event stent failure to expand. Imdrf device code a150207 captures the reportable event stent difficult to remove. Imdrf patient code e2008 captures the reportable event unretrieved device fragments. Imdrf impact code f2301 captures the reportable event additional device required.